Manufacturer narrative:
Correction:complaint confirmed for gas transfer issue per product return. Performance analysis of the returned device found the gas exchange values to not be as expected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation update: additional information was received indicating that there was a gas transfer issue. Pressure integrity te sting showed no internal or external leaks when run at 3 l/min with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing, per (B)(4). The testing was conducted at a 1:1 ratio (7l/min blood and gas flows) the results were as reported below: ¿ 353 ml/min 02 xferc ¿ 235 ml/min co2 xferc ¿ 122 mm/hg delta pblood conclusion: reason for return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection of the oxygenator shows no outward signs of damage. The returned cvr (cardiotomy venous reservoir) and oxygenator were connected together and was filled with di water. The circuit was run from 2 to 7 lpm with no saturation issues observed. Reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that with the affinity nt oxygenator, increasing the pump flow resulted in decreased saturation, while lowering the pump flow led to increased saturation during use. The device was used to complete the procedure. It was unknown if there was any complications as a result of the event. Medtronic received additional information that a gas exchange issue was observed.